Manufacturer narrative:
Results: two unused, sealed samples were returned for evaluation. An in depth visual inspection of both units revealed that there were no damages or defects. A leakage test was performed to detect leakage through the device membrane and to test the connection quality of the device. No leakage was observed on either device. A review of the device history records revealed no irregularities during the manufacture of either potential lot # a94165 or 486942. However, the affected lots were manufactured under process deviation va-pp-223. This deviation was opened in (B)(6) 2013 due to leakage in psa381 (connector c80) at assembly line c1. Welding parameters were modified (abs depth, weld force, amplitude) in order to avoid leakage in the abs connector due to incorrect membrane welding. Currently, this process deviation is closed. A new design for connector c80 has been validated and a revalidation of the assembly process window was performed according to validation plan (B)(4). Conclusion: an absolute root cause for this incident cannot be determined as the returned samples met manufacturing specifications and the review of the device history records revealed no irregularities.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Representative samples are available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Of note, a second potential lot # for this incident was provided. The information for this lot # is as follows: catalog #: 515304. Lot #: 486942. Medical device expiration date: 3/31/2017. Device manufacture date: april 2013.

Event description:
It was reported that while using a bd y-site connector c80 with a built-in phasseal connector, chemotherapy medication leaked and a patient had exposure to his/her skin. A nurse was needed to perform chemotherapy spill clean up, but there was no medical or surgical intervention provided to the patient because of the incident.